Event description:
It was reported that during a meniscus repair, one (1) fast-fix 360 did not contain the t implants to make a second fixation. It is unknown if there was a delay. The procedure was resumed, using a back-up device and modifying the anchoring technique. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information in b5 and h6.

Event description:
It was reported that during a meniscus repair, two (2) fast-fix 360 did not contain the t2 implant to make a second fixation. The t1 implant was successfully removed from the patient using graspers and scissors. The procedure was resumed, after a delay less than or equal to 30 minutes, using a smith and nephew back-up device and modifying the anchoring technique by using only one implant, no second implant was placed. No injury was reported as a consequence of this issue.